Event description:
It was reported, the subject device grabbed the tissue, but it would not deploy. The issue occurred during an unspecified therapeutic procedure the reporter believed to be in the duodenum. According to the reporter, the scope was not overly bent or twisted, and the clip clicked but it did not deploy. The procedure was around 15-20 minutes. The clip was being used to control a bleed. Another clip was used successfully. There was a slight extension of the procedure, but the problem did not affect the outcome. No patient harm and no additional medical intervention was required.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer disposed of the subject device. A definitive root cause cannot be identified for the reported issue. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): the instruction manual (drawing number: gk8315, revision number: 7) contains the following warnings: operation of this instrument is based on the assumption that open surgery is possible as an emergency measure if the clip cannot be detached from the instrument or if any other unexpected circumstance takes place. In this case, refer to chapter 14, ¿emergency treatment¿. Do not withdraw the instrument forcibly or change the angulation of the endoscope when the clip is grasping the tissue and is not released. Doing so may tear tissue inside the body cavity, resulting in patient injury, such as perforation, bleeding, or mucous membrane damage. Do not angulate the bending section of the endoscope or withdraw the instrument from the endoscope while the clip is grasping the tissue before being released. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage. Do not try to forcibly withdraw the instrument from the endoscope if the clip cannot be detached from the instrument. Forcibly withdrawing the instrument could cause patient injury such as perforation, bleeding, or mucous membrane damage. Should the slightest irregularity and/or breakage of the parts be suspected, withdraw the instrument from the endoscope immediately according to the steps of ¿withdrawing the instrument from the endoscope¿ on page 10. Otherwise, perforation, bleeding, or mucous membrane damage may result. Olympus will continue to monitor the field performance of this device.